Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the degasser tube, pump, gear pump control board, reagent syringe and reference valve which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous results for one (1) patient samples.